Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver was removed, and a broken distal tip was identified. The broken driver was replaced with a new one and the procedure was completed without further issues.

Manufacturer narrative:
Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Visual inspection of the returned driver revealed that the tip of the driver was severely damaged. The damage to the driver is most likely due to subjecting the device to excessive force. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Manufacturer narrative:
Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Visual inspection of the returned driver revealed that the tip of the driver was severely damaged. The damage to the driver is most likely due to subjecting the device to excessive force. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver was removed, and a broken distal tip was identified. The broken driver was replaced with a new one and the procedure was completed without further issues.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver was removed, and a broken distal tip was identified. The broken driver was replaced with a new one and the procedure was completed without further issues.

Manufacturer narrative:
Visual inspection of the returned driver revealed that the tip of the driver was severely damaged. The damage to the driver is most likely due to subjecting the device to excessive force. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.